Event description:
Our affiliate reports that during an arthroscopic shoulder repair, a portion of the distal tip of the inserter broke off into the pt's body. The reporter could not articulate whether the fragment was captured within the anchor body or is free floating. Further, they could not confirm whether or not the procedure was completed successfully without further complications or harm to the pt. Questions out to the reporter for further details.

Manufacturer narrative:
Although the complaint device has not yet been received for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. When the device is received, a failure analysis will be conducted, if the results of said investigation differ from the above hypothesis a follow up report reflecting the failure analysis conclusions will be filed.